Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9651820) was impeded in the hub of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31557198) and could not be advanced further. The physician retracted the only the stent, but the stent component was found prematurely detached from the delivery wire in the y-connector. The physician removed the y-connector and removed the stent to replace it with a second stent, a 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 9597728). This second stent was still impeded in the hub of the microcatheter. The physician removed both devices from the patient and replaced them with devices (other manufacturers) to complete the procedure. There was no report of any negative impact on the patient. On 08-sep-2025, additional information was received. The information indicated that the location of the targeted aneurysm of this endovascular embolization procedure was the posterior communicating artery (pcom). Related to the first stent (enc452212), aside from the reported premature stent detachment in the microcatheter hub, there was no damage noted on the stent / stent delivery system. Related to the second stent (enc452812), when the stent was removed from the microcatheter hub, it was still on the delivery wire; it was not known whether there was any damage noted on the stent / stent delivery system of the second stent. There was no damage noted on the microcatheter. The additional information confirmed that only the second stent (enc452812) and the prowler select plus microcatheter are available for return; the first stent was discarded. The additional information confirmed no negative patient impact and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 9651820. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.